Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery with the products in question. This is a report of an event in which a different size nail was used because the distal polymer inlay was completely pulled out of the nail in question. In the surgery, the surgeon bent the tip of the guide rod in question slightly before inserting it. Since the sales rep was told that the approach would be made with a supra patera in advance, he prepared a 1150mm guide rod for the supra patera, but the surgery on the day was performed with an infra patera. After the measurement, the surgeon cut the side of the guide rod that was coming out of the body with a wire cutter because it was too long. The surgeon then requested to reinsert an unbent guide rod, so a second guide rod was opened and reinserted, and the long portion was cut off as well. After the medullary reaming was complete, he attempted to insert the nail through the guide rod, but was unable to pass it through because the cut portion of the guide rod was caught on the proximal polymer inlay. Once the nail was returned to the operating table, he was again inserting the nail while pushing hard on the guide rod, and the distal polymer inlay was completely pulled out of the nail. Therefore, the surgeon opened a one-size-shorter nail in question and tried to pass the guide rod through it again on the operating table, but it did not pass, so with the surgeon¿s understanding, the proximal polymer inlay was pulled out and the nail was inserted. From then on, the operation proceeded as usual. The surgery was completed successfully with 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the catalog/model number was not provided, the (B)(4) is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.